Event description:
It was reported that the patients patella sublaxed laterally. Surgery scheduled to repair patella. Additional information received:it was reported that, in surgery, the patella seen on the ap film was found to be loose floating in joint. The patella bone was too thin to cement in a new patella. Then, the distal femur was found to be loose and a layer stem was cemented in.

Manufacturer narrative:
Additional devices listed in this report: cat 6495-2-010, lot seerj, description: distal femoral component small left, 65mm replacement. Cat 6495-6-100, lot laxfw, description: gmrs extension piece 100mm. Cat 6495-6-030, lot laudx, description: gmrs extension piece 30mm. Cat 6495-2-105, lot lay918 and lay919, description: gmrs bushing for small distal femur. Cat 6481-2-130, lot lbe353, description: duration modular rotating hinge bumper insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
Updated date of implant based on additional information. The patient is 74 inches in height. An event regarding incorrect selection of femoral stem resulting in stem loosening involving a mrs femoral stem was reported. The event was confirmed. Medical records received and evaluation: with regard to the femoral component loosening, the proximal stem was undersized and cemented in a place where the bone anatomy is difficult at least for cemented fixation and thus the failure after 10-years should be considered actually a good result within the limited margins the surgeon had available for reconstruction of these difficult conditions. This failure aspect is completely procedure-related and nowhere in the case are there any signs for device-related problems. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that incorrect size selection of femoral component resulted in component loosening.

Event description:
It was reported that the patients patella sublaxed laterally. Surgery scheduled to repair patella. Additional information received: it was reported that, in surgery, the patella seen on the ap film was found to be loose floating in joint. The patella bone was too thin to cement in a new patella. Then, the distal femur was found to be loose and a layer stem was cemented in.